Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinders were not in the corporal bodies. The cylinders were repositioned as a result. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.